Manufacturer narrative:
Follow-up (june 12, 2015): follow-up attempts completed. No further information expected. Follow-up (july 7, 2015) this contactable consumer reported by way of claim letter. This female patient reported that on (B)(6) 2015, she visited physician and her physician told that the burns are healed and the scars probably will not go away. As of july 7, 2015, the clinical outcome of the events burns was recovering and scars was unknown.

Manufacturer narrative:
Follow up (june 4, 2015): this report is being submitted to amend previously reported information: the product problem box was unticked in the medwatch info form as this is a device case.

Event description:
Suffered 2nd degree burns from it/burn injury [burns second degree]. Have not had a pain free night of sleep since (B)(6) 2015 [pain]. Case description: this is a spontaneous report from a contactable consumer. A female patient of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare lower back and hip), via an unspecified route of administration from an unspecified date to an unspecified date for muscle pain and to ease hip pain from a fall she took at her job. The patient medical history included a fall. The patient's concomitant medications were not reported. The patient suffered 2nd degree burns/burn injury from the product on an unspecified date with outcome of unknown. The patient has not had a pain free night of sleep since (B)(6) 2015. The patient reported she did not see her primary care doctor for this burn, her physical therapist has seen it three times a week since she experienced the event. The patient had to purchase some neosporin and advil to help with the pain. Additional information has been requested and will be provided as it becomes available. Follow-up (04/13/2015): new information received from a contactable consumer including: new event pain and treatment. Follow-up (04/17/2015): new information received from a contactable consumer included medical history, product data (indication) and she did not see her primary care physician regarding the event. This case is upgraded to a serious, reportable device report.

Manufacturer narrative:
Company clinical evaluation comment: based on the information provided, the event 2nd degree burns/burn injury as described in this case is considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.